Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tip of the device was broken but did not completely break of the blade; therefore nothing fell into the patient.. There was no serious outcome even though it happened while it was being used. Unknown how case was completed. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Event description:
It was reported post procedure, the pt has images with spots of swelling and enhancement in the brain. No other complications were reported with the pt.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.